Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that surgeon was using suture in a vascular case and while sewing the vessel the needle popped off the suture. A new pack opened and finished the sewing. There was no patient consequences reported. Surgery was completed successfully with five minutes delay. One device returning. Additional information was requested.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 12/10/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were there any patient consequences? If yes, please describe. No -was there any change in the patient¿s post-operative care due to the prolonged procedure no - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6) - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Customer did not receive return shipping kit to send the suture back to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.